Manufacturer narrative:
Inspection: the returned device was examined. Visual inspection revealed that the center screw was fractured and disassembled from the device. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or excessive force applied to the instrument. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the center screw of a vitality rod gripper broke while surgeon was using it on a rod during posterior spinal fusion. There was no reported patient harm and all pieces were accounted for.